Event description:
A 2.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was implanted to the distal lad of a patient (MFR # 2953200-2010-02118). During procedure a 2.4 mm diameter x 14mm length endeavor sprint rx (MFR #2953200-2010-02119) and a 2.5mm diameter x 30mm length endeavor sprint rx (MFR #2953200-2010-02120) stents were also deployed to proximal lad and to 2nd obtuse marginal with no issue reported. However, it was reported that approximately 6 months post index procedure the patient returned for an elective cardiac catheterization due to recurrent angina. In-stent restenosis of the lad was confirmed. The patient initially received balloon angioplasty of multiple areas of in-stent restenosis within the lad; then the patient underwent pci and stenting from the mid distal portion of the lad to the ostium. Additional information received from the field confirmed that the patient experienced cardiac enzyme elevation before and during the hospitalization. The patient enzyme elevation met the protocol definition of mi.

Manufacturer narrative:
(B)(4). Evaluation results: (mi).